Manufacturer narrative:
On february 03, 2026, novocure received additional information from the study site. The following information was updated/added. Treatment with of pembrolizumab/placebo was updated. Outcome of the event was updated from "recovered/resolved with sequelae" to "not recovered/not resolved". End date was updated from '(B)(6) 2025' to 'blank'. Sae description was updated. Follow up information does not affect causality, expectedness, and reportability assessment of the event.

Manufacturer narrative:
The investigator considered the event of cerebral edema (meddra preferred term: brain oedema), grade 2/moderate in intensity, as possibly related to pembrolizumab or placebo, possibly related to study device, possibly related to temozolomide, and not related to study procedure. According to the investigator, the subject experienced a rapid increase in inflammation since the first infusion, most likely due to the treatment effect of study drug (pembrolizumab or placebo), study device (optune), temozolomide, or a combination of these. In the opinion of investigator, the alternative causality of the event was related to the subject's primary study condition of gbm. The sponsor assessed the event of cerebral edema (meddra preferred term: brain oedema), grade 2/moderate in intensity, as not related to pembrolizumab or placebo, not related to the study device, not related to temozolomide, and not related to the study procedure. Potential confounding factors included the subject's underlying condition of glioblastoma, a fall with head impact immediately prior to event onset, a possible seizure, and imaging findings consistent with vasogenic edema. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 64-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of cerebral oedema which required hospitalization. On (B)(6), the subject was randomized into the study. On (B)(6) 2025, the subject fell in the bathroom and hit her head. Approximately 30 minutes later, the subject developed a new left-sided facial droop accompanied by worsening left-sided weakness. On the same day, the subject was presented to the emergency department. A CT scan revealed increased right hemispheric edema, and an MRI revealed increased vasogenic edema. It was also possible that the subject had a breakthrough seizure triggered by the head impact. In the emergency department, the subject was administered dexamethasone 4 mg and the subject was admitted to the hospital for observation on the same day. The subject received dexamethasone (4 mg/intravenous/once, on (B)(6) 2025) for brain edema and (2 mg/oral use/qd, ongoing since on (B)(6) 2025) for brain edema and left sided weakness. Other treatment medication included: lacosamide (unknown dose, dosage form and frequency) for possible seizure management. No action taken was taken with study device, pembrolizumab or placebo and temozolomide due to this event. The subject was improving at the hospital. On (B)(6) 2025, the event was resolved with sequalae, and on the same day, the subject was discharged from the hospital to inpatient rehab. The last date of study device use before the event was on december 26, 2025. Initial information was received on december 29, 2025, and follow-up information on january 06 and 08, 2026.

Manufacturer narrative:
On april 03, 2026, novocure received additional information from the study site. The following information was updated/added: relationship with temozolomide was updated from possible to not related. The ongoing field was updated from yes to no. End date of the event was updated from blank to 26-jan-2026. Outcome of the event was updated from not recovered/not resolved to recovered/resolved with sequelae. If the outcome is recovered/resolved with sequelae, please specify sequelae field is updated to left sided weakness. Concomitant medications were updated. Treatment and other treatment medications were updated. Vital signs, physical examinations and laboratory results were updated. Follow-up information affects reportability assessment of the event for temozolomide the event is no longer classified as expedited report in canada effective 17-feb-2026 as the temozolomide has gained standard of care (soc) status and is no longer part of investigational status assessment (isa). Follow-up information does not affect causality, expectedness, and reportability assessment of the event for study device and does not affect expectedness, and reportability assessment for pembrolizumab or placebo.